Event description:
It was reported that the 9800 system would not boot up and the printer would not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps1 power supply and printer were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.